Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced a high blood glucose level of 24 mmol/l. The other relevant blood glucose level was 11.8 mmol/l, 18.9 mmol/l, 13.6 mmol/l. The customer was treated with insulin pump for high blood glucose levels. The troubleshooting was performed for high blood glucose. The insulin pump will not be returned for the analysis.